Event description:
It was reported that during follow-up, the device was found in back-up vvi mode. Upon review of device image, multiple episodes of inappropriate hv therapy due to suspected atrial fibrillation with rapid ventricular response were noted. It was also noted that the patient has never had a recorded episode of vt, therefore he physician elected not to explant the device and will manage the patient pharmaceutically.

Manufacturer narrative:
(B)(4).